Event description:
It was reported that the customer found leakage from the infusion set and reservoir at luer connection. The customer stated that she was hospitalized due to a leak at the luer connection.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.